Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 490 mg/dl at the time of incident. The customer did experience symptoms of high blood glucose value such as nausea, vomiting, abdominal pain. The insulin pump will not be returned for analysis.